Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse inspected the system for exposed cables and potential electrical shorts and did not find any issues. Fse completed the electrical safety test on the system. As a part of the rework not related to the alleged complaint, fse replaced the axis 1 column. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer felt an "electrical shock" while pressing the patient side cart (psc) touchpad for deployment for draping. No injury was reported, and the customer couldn't tell if it could be electrostatic discharge or real electrical shock. Another nurse was able to touch the psc touchpad without any problem. The tse had them inspect the psc power cord, which was visually good. There is no liquid near the touchpad. The issue did not impact the patient or the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: staff members stated that they had received a 'shock' while pressing the 'deploy for docking' button on the psc at different times. Both staff members indicated it was a bad shock that radiated up their arms. There was no evidence of anything damaged on the robot, and it was working correctly. The reporter didn't think it was electrical; it was more of a static shock, which was confirmed when the isi field service engineer attended to review the robot. Neither member of staff required medical attention or medical leave as a result.